Event description:
It was reported that lead dislodgement was observed via x-ray. The lead was explanted when repositioning was unsuccessful. The patient condition was normal after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.